Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of hypotension and fluid overload. However, there is no documentation in the complaint file to show a causal relationship between the event and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The patient is unable to weigh himself at home due to his weight exceeding the scale limits and immobility. Therefore, it is unknown if the correct weights were entered the liberty select cycler during treatment. Based on the available information the liberty select cycler cannot be excluded as causing or contributing to the patient adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a patient went to the clinic and they were told that they had fluid overloaded. The patient also had hypotension. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient arrived at the pd clinic for a monthly lab draw and assessment on (B)(6) 2019. The patient was weighed and found to be 11 pounds heavier (weight values not provided) than the previous month visit. Per the pdrn the patient does not consume enough food to gain that much weight. The patient is not able to weigh himself at home due to their weight exceeding the scale limits and immobility. Per the pdrn the patient has consistent fluid overload issues. The patient had also been experiencing low blood pressures (values unknown). The physician ordered 4.25% solution and instructed the patient¿s wife (caregiver) to utilize the 4.25% solution 2-3 times a week to control fluid overload. This was changed from the patient¿s pd prescription of 2.5% solution. The wife was also told to closely monitor the patient¿s blood pressure. This patient has several comorbid conditions (unspecified) including diabetes.